Event description:
It was reported that multiple intermittent incomplete bolus occurred. Tandem technical support educated the customer on incomplete bolus alerts; however, the customer alleged the incomplete alerts are occurring inappropriately. Subsequently, the customer experienced an elevated blood glucose (bg) level. Specific value was not provided, however, customer believed bg level was approximately 900 mg/dl. Customer required assistance from family member to treat bg level via administering a manual injection of insulin and delivering a correction bolus. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.